Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the recommended charging components. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down or become inoperable. The caller resolved the issue by using a non-tandem wall adapter, although tandem does not recommend third-party supplies for regular use. Technical support arranged for a replacement tandem wall adapter to be sent via two-day shipping, and the pump began charging without further assistance.